Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage on cable and material separation on controller. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head cable collapsed. The issue occurred during setup/inspection for use (during setup in the room, before the patient entered). There were no reports of patient involvement.